Event description:
The customer was hospitalized for dka, the contact called for assistance with changing the battery. It was indicted that the contact will obtain a new battery and will call back when the customer is available. No further details.